Manufacturer narrative:
Visual examination: an orbis sigma valve without the original packaging was received. No visual anomalies were noted. Functional testing: upon receipt, the valve was partially blocked. The valve was tested in its original silicone boot. The complete pressure/flow curve tests were out of specifications. Microscopic examination: the valve's modules were removed from their original silicone boot and examined light optically. Some residue/matter (proteinaceous-like matter) were noted around the pin and in the valve's core. The presence of residue/matter adhering to the valve's mechanism appeared to impair the valve's ability to function. Per the co instructions for use. Protein/blood/body fluids blockage of the valve is a known complications of valve therapy. The ventricular catheter was not returned for evaluation.

Event description:
The valve became stuck in open position. The unit was explatned and replaced uneventfully with another valve.